Event description:
It was reported that the alarm switches off automatically, the alarms are not latching. The device was in use on a patient at the time of the event. There was no adverse event reported.

Manufacturer narrative:
A philips remote service engineer (rse) spoke to the customer biomed who stated that the alarms were not latching and switching off automatically. After speaking with the biomed the rse believed the issue was related to configuration and provided the biomed information from the intellivue mx450 patient monitor information for use (IFU). The product malfunction was unable to be confirmed but based on the analysis, it was determined that the most likely cause of the reported problem was a configuration issue. The biomed confirmed that configuration changes were made according to the IFU and the system behaves as expected now. Reporting institution phone # (B)(6). Reporter phone # (B)(6).